Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, atrial signals were recorded in episode, however there is no atrial lead connected. The physician asked for the reason. Preliminary analysis did not reveal any irregularity.

Event description:
Reportedly, atrial signals were recorded in episode, however there is no atrial lead connected. The physician asked for the reason. Preliminary analysis did not reveal any irregularity.